Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy benign surgical procedure; the monopolar curved scissor (mcs) instrument was observed to be pitting early. The customer also noted that they were not getting 10 uses out of the mcs instruments. There was no reported injury.

Manufacturer narrative:
Correction- h8 has been updated to indicate initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the event reported after instrument used and taken to decontam and viewed under a microscope (with the exception of one that was removed prior to initial use). Ports (trocars) placed during case per standard procedure. They are unsure how they would categorize the pitting. They would not state that there was bulging, corrosion or thermal damage, but more of an indentation/ rough area with the pit inhibiting proper cleaning. Yes, the instrument did operate as intended, but one was removed from inventory straight of the box, without use. Several arms reported and removed from inventory due to pitting. They are unsure which arm was used for which patient as these issues were seen later in decontam and we do not an electronic instrument tracking system. There was no injury to the patient and the procedure was completed robotically. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage. Both of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The complaint regarding, not getting full 10 uses because of early pitting, was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.